Manufacturer narrative:
The company representative also provided information regarding this event. At this time the reporters include the consumer and the company rep.

Manufacturer narrative:
Other applicable components are: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient noticed 2 weeks ago that stimulation had changed. They used to feel stimulation down both of their legs but was now getting a pain/ache in their mid-back between their shoulder blades as they turned stimulation up. The patient denied any events of falling or doing anything out of the ordinary. An x-ray was taken. The lead tips were at the top of t7 after surgery in 2010 but were now both at the bottom of t5. Reprogramming was attempted. The patient felt stimulation in the right leg using the right lead. The left lead only gave a sharp pain between the shoulder blades with very minimal tingling in the leg. The shoulder blade pain was not tolerable. The patient had a surgical intervention planned and was going to be scheduled for a lead revision due to the lead migration.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.